Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The caller spoke with tech services and stated the frame was broken on her chair.